Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin squirting out/dripping out during the fill tubing process. The customer reported insulin flow blocked alarms, a crack on the pump, and short battery life. No harm requiring medical interventions was reported by the customer. Troubleshooting was not performed. It was unknown whether the customer will continue or discontinue using the device. The device will not be returned for analysis.

Manufacturer narrative:
S/w version = 4.11e . Retainer ring = black. Case type = ngp . On (B)(6) 2023 the customer returned pump for alleged possible over delivery anomaly, no delivery/occlusion alarm - unknown timing, charge/battery lasts less than expected and cosmetic damage located at the lcd display window. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and scratched lcd display window. Pump successfully downloaded using thus and carelink. Daily total of all insulin delivered = 41.375 u, daily total of bolus insulin delivered = 19.7 u, total of bolus wizard insulin delivered as food bolus = 3.1 u, total of bolus wizard insulin delivered as correction bolus = 8.1 u, total of bolus wizard food correction insulin delivered = 2.1 u, total of meal wizard insulin delivered as food bolus = 1.8 u and total of meal wizard insulin delivered as food and correction bolus = 4.6 u on (B)(6)2023. Pump's memory was reviewed and no alarms or anomalies were noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6)2023 at 08:09:00.000 due to customer's faulty aa battery. Unit passed displacement accuracy test, self test, active current measurement, sleep current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly, no delivery/occlusion alarm - unknown timing, charge/battery lasts less than expected were not confirmed. Cosmetic damage was confirmed at the lcd display window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.